Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0922) on 30-aug-2015. The most recent information was received on 04-aug-2018.this spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic area, inflammation"), genital haemorrhage ("heavy bleeding /heavy bleeding / bleeding") and systemic lupus erythematosus ("elevated levels for lupus (as per pfs)/ borderline lupus (as per social media-gmail)") in a 28-year-old female patient who had essure (batch no. 841535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, sciatic neuralgia, multigravida, parity 3 (08dec2005, 23mar2007 and 14apr2011.), premature baby 26 to 32 weeks and c-section (23mar2007 and 14apr2011). Concurrent conditions included morbid obesity, dysfunctional uterine bleeding, dysmenorrhea, rash, rheumatism, immune system disorder, gerd, perineal pain, uterine bleeding, vaginal bleeding, peritoneal adhesions, psychiatric disorder nos, adhesiolysis and swelling nos. Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6). 2011, the patient had essure inserted. In (B)(6).2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("severe pelvic pain with intercourse / severe pain during intercourse/ pressure & pain with intercourse /pelvic pain with & without intercourse"), menstruation irregular ("irregular cycles"), sciatica ("sciatic nerve pain /sciatic nerve pain"), dysuria ("urinary difficulties"), gastrointestinal disorder ("bowel difficulties / bladder & bowel issues/ urine & bowel problems"), tooth disorder ("dental issues"), abdominal discomfort ("abdominal pressure"), fatigue ("fatigue"), allergy to metals ("nickel allergy /hypersensitivity reaction nickel") with ear swelling, ear haemorrhage and ear pain, alopecia ("hair loss(as per pfs)/following placement of essure she began having hair loss within 6 months (as per social media-gmail) /hair lose"), furuncle ("boils") and loss of libido ("loss of sexual desire"). On (B)(6).2013, 1 year 8 months after insertion of essure, the patient experienced dyspepsia ("heartburn"). In (B)(6).2015, the patient experienced headache ("daily headaches") and pain ("all over body aches /pain if someone hugs her or touches her, body pain"). In 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, anxiety ("anxiety"), tinnitus ("ringing in ears"), coital bleeding ("spotting after sex"), metrorrhagia ("spotting in between periods / spotting in between periods"), breast tenderness ("extra sensitive breasts"), feeling abnormal ("brain fog"), mood swings ("mood swings"), hypoaesthesia ("numbness in fingers and feet"), vitamin d deficiency ("vitamin d deficiency"), dental caries ("dental decay"), menorrhagia ("heavy bleeding during cycles"), depression ("mild depression"), abdominal distension ("bloating"), fear of disease ("fear that this (essure) could harm her body even more the longer it is in(as per social media- gmail)") and bladder pain ("bladder or bowel pain"). The patient was treated with surgery (laparoscopic hysterectomy & removal of essure devices). Essure was removed on 17-mar-2016. At the time of the report, the pelvic inflammatory disease, systemic lupus erythematosus, sciatica, furuncle, anxiety, tinnitus, coital bleeding, metrorrhagia, loss of libido, dyspepsia, breast tenderness, feeling abnormal, mood swings, hypoaesthesia, dental caries, depression, abdominal distension, fear of disease and bladder pain outcome was unknown and the genital haemorrhage, dyspareunia, menstruation irregular, dysuria, gastrointestinal disorder, tooth disorder, abdominal discomfort, fatigue, allergy to metals, alopecia, headache, pain and vitamin d deficiency had not resolved. The reporter considered abdominal discomfort, abdominal distension, allergy to metals, alopecia, anxiety, bladder pain, breast tenderness, coital bleeding, dental caries, depression, dyspareunia, dyspepsia, dysuria, fatigue, fear of disease, feeling abnormal, furuncle, gastrointestinal disorder, genital haemorrhage, headache, hypoaesthesia, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, mood swings, pain, pelvic inflammatory disease, sciatica, systemic lupus erythematosus, tinnitus, tooth disorder and vitamin d deficiency to be related to essure. The reporter commented: patient received medical treatment for (nickel allergy, hair loss, boils, heavy bleeding, sciatic nerve pain, anxiety, ringing in ears, daily headaches, spotting after sex & in between periods, severe and persistent pelvic pain, loss of sexual desire, severe pain during intercourse, bladder & bowel issues, heartburn, all over body aches/pain if someone hugs her or touches her, extra sensitive breasts, brain fog, mood swings, numbness in fingers and feet, vitamin d deficiency, elevated levels for lupus, and dentaldecay).current weight: 312 lbs. Diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 52.8 kg/sqm.hysterosalpingogram - on 12-oct-2011: essure is in proper place & tubes are fulled blockscan - on an unknown date: normal consumer had scans and extensive tests run (including cancer). All tests continue to come back completely normal with no signs of a reason why she is having the symptoms. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, pelvic pain, allergy to metals, dyspareunia, headache, dyspepsia, gastrointestinal disorder, vitamin d deficiency quality-safety evaluation of ptc:unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes:on 4-aug-2018: quality safety evaluation of ptcincident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0922) on 30-aug-2015. The most recent information was received on 20-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic area, inflammation"), genital haemorrhage ("heavy bleeding /heavy bleeding / bleeding") and systemic lupus erythematosus ("elevated levels for lupus (as per pfs)/ borderline lupus (as per social media-gmail)") in a 28-year-old female patient who had essure (batch no. 841535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, sciatic neuralgia, multigravida, parity 3 ((B)(6) 2005, (B)(6) 2007 and (B)(6) 2011.), premature baby 26 to 32 weeks and c-section ((B)(6) 2007 and (B)(6) 2011). Concurrent conditions included morbid obesity, dysfunctional uterine bleeding, dysmenorrhea, rash, rheumatism, immune system disorder, gerd, perineal pain, uterine bleeding, vaginal bleeding, peritoneal adhesions, psychiatric disorder nos, adhesiolysis and swelling nos. Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("severe pelvic pain with intercourse / severe pain during intercourse/ pressure & pain with intercourse /pelvic pain with & without intercourse"), menstruation irregular ("irregular cycles"), sciatica ("sciatic nerve pain /sciatic nerve pain"), dysuria ("urinary difficulties"), gastrointestinal disorder ("bowel difficulties / bladder & bowel issues/ urine & bowel problems"), tooth disorder ("dental issues"), abdominal discomfort ("abdominal pressure"), fatigue ("fatigue"), allergy to metals ("nickel allergy /hypersensitivity reaction nickel") with ear swelling, ear haemorrhage and ear pain, alopecia ("hair loss(as per pfs)/following placement of essure she began having hair loss within 6 months (as per social media-gmail) /hair lose"), furuncle ("boils") and loss of libido ("loss of sexual desire"). On (B)(6) 2013, 1 year 8 months after insertion of essure, the patient experienced dyspepsia ("heartburn"). In (B)(6) 2015, the patient experienced headache ("daily headaches") and the first episode of pain ("all over body aches /pain if someone hugs her or touches her, body pain"). In 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, anxiety ("anxiety"), tinnitus ("ringing in ears"), coital bleeding ("spotting after sex"), metrorrhagia ("spotting in between periods / spotting in between periods"), breast tenderness ("extra sensitive breasts"), feeling abnormal ("brain fog"), mood swings ("mood swings"), hypoaesthesia ("numbness in fingers and feet"), vitamin d deficiency ("vitamin d deficiency"), dental caries ("dental decay"), menorrhagia ("heavy bleeding during cycles"), depression ("mild depression"), abdominal distension ("bloating"), fear of disease ("fear that this (essure) could harm her body even more the longer it is in(as per social media- gmail)"), bladder pain ("bladder or bowel pain") and the second episode of pain ("all over body aches/pain if someone hugs me or touches me"). The patient was treated with surgery (laparoscopic hysterectomy & removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, systemic lupus erythematosus, sciatica, furuncle, anxiety, tinnitus, coital bleeding, metrorrhagia, loss of libido, dyspepsia, breast tenderness, feeling abnormal, mood swings, hypoaesthesia, dental caries, depression, abdominal distension, fear of disease and bladder pain outcome was unknown and the genital haemorrhage, dyspareunia, menstruation irregular, dysuria, gastrointestinal disorder, tooth disorder, abdominal discomfort, fatigue, allergy to metals, alopecia, headache and vitamin d deficiency had not resolved. The reporter considered abdominal discomfort, abdominal distension, allergy to metals, alopecia, anxiety, bladder pain, breast tenderness, coital bleeding, dental caries, depression, dyspareunia, dyspepsia, dysuria, fatigue, fear of disease, feeling abnormal, furuncle, gastrointestinal disorder, genital haemorrhage, headache, hypoaesthesia, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, mood swings, pelvic inflammatory disease, sciatica, systemic lupus erythematosus, tinnitus, tooth disorder, vitamin d deficiency, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: patient received medical treatment for (nickel allergy, hair loss, boils, heavy bleeding, sciatic nerve pain, anxiety, ringing in ears, daily headaches, spotting after sex & in between periods, severe and persistent pelvic pain, loss of sexual desire, severe pain during intercourse, bladder & bowel issues, heartburn, all over body aches/pain if someone hugs her or touches her, extra sensitive breasts, brain fog, mood swings, numbness in fingers and feet, vitamin d deficiency, elevated levels for lupus, and dental decay). Current weight: 312 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure is in proper place & tubes are fulled block scan - on an unknown date: normal . Consumer had scans and extensive tests run (including cancer). All tests continue to come back completely normal with no signs of a reason why she is having the symptoms. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, pelvic pain, allergy to metals, dyspareunia, headache, dyspepsia, gastrointestinal disorder, vitamin d deficiency further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-apr-2018: pfs and mr received: new reporters, patient ethnicity, onset date updated, lot no, concomitant disease, outcome for the events pain and headache updated to not recovered / not resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 30-aug-2015. The most recent information was received on 27-nov-2017 this spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic area, inflammation"), genital haemorrhage ("heavy bleeding /heavy bleeding / bleeding") and systemic lupus erythematosus ("elevated levels for lupus (as per pfs)/ borderline lupus (as per social media-(B)(4))") in a (B)(6) -year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, sciatic neuralgia, gravida ii, parity 3 ((B)(6) 2005, (B)(6) 2007 and 1(B)(6) 2011.) And premature baby (B)(6). Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("severe pelvic pain with intercourse / severe pain during intercourse/ pressure & pain with intercourse /pelvic pain with & without intercourse"), menstruation irregular ("irregular cycles"), sciatica ("sciatic nerve pain /sciatic nerve pain"), dysuria ("urinary difficulties"), gastrointestinal disorder ("bowel difficulties / bladder & bowel issues/ urine & bowel problems"), tooth disorder ("dental issues"), abdominal discomfort ("abdominal pressure"), fatigue ("fatigue") and alopecia ("hair loss(as per pfs)/following placement of essure she began having hair loss within 6 months (as per social media-(B)(4)) /hair lose"). In 2015, the patient experienced headache ("daily headaches") and pain ("all over body aches /pain if someone hugs her or touches her"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, systemic lupus erythematosus (seriousness criterion medically significant), allergy to metals ("nickel allergy / "), furuncle ("boils"), anxiety ("anxiety"), tinnitus ("ringing in ears"), coital bleeding ("spotting after sex"), metrorrhagia ("spotting in between periods / spotting in between periods"), loss of libido ("loss of sexual desire"), dyspepsia ("heartburn"), breast tenderness ("extra sensitive breasts"), feeling abnormal ("brain fog"), mood swings ("mood swings"), hypoaesthesia ("numbness in fingers and feet"), vitamin d deficiency ("vitamin d deficiency"), dental caries ("dental decay"), menorrhagia ("heavy bleeding during cycles"), depression ("mild depression"), fear (¿fear that this (essure) could harm her body even more the longer it is in (as per social media- (B)(4))¿), hypersensitivity (¿hypersensitivity reaction¿) and abdominal distension (¿bloating¿), bladder pain (¿bladder or bowel pain¿). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, systemic lupus erythematosus, sciatica, allergy to metals, furuncle, anxiety, tinnitus, headache, coital bleeding, metrorrhagia, loss of libido, dyspepsia, pain, breast tenderness, feeling abnormal, mood swings, hypoaesthesia, , dental caries, depression, fear, hypersensitivity, abdominal distension and bladder pain outcome was unknown and the genital haemorrhage, dyspareunia, menstruation irregular, dysuria, gastrointestinal disorder, tooth disorder, abdominal discomfort, fatigue,vitamin d deficiency and alopecia had not resolved. The reporter considered abdominal discomfort, allergy to metals, alopecia, anxiety, breast tenderness, coital bleeding, dental caries, depression, dyspareunia, dyspepsia, dysuria, fatigue, feeling abnormal, furuncle, gastrointestinal disorder, genital haemorrhage, headache, hypoaesthesia, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, mood swings, pain, pelvic inflammatory disease, sciatica, systemic lupus erythematosus, tinnitus, tooth disorder, vitamin d deficiency, fear, hypersensitivity, abdominal distension and bladder pain to be related to essure. The reporter commented: patient received medical treatment for (nickel allergy, hair loss, boils, heavy bleeding, sciatic nerve pain, anxiety, ringing in ears, daily headaches, spotting after sex & in between periods, severe and persistent pelvic pain, loss of sexual desire, severe pain during intercourse, bladder & bowel issues, heartburn, all over body aches/pain if someone hugs her or touches her, extra sensitive breasts, brain fog, mood swings, numbness in fingers and feet, vitamin d deficiency, elevated levels for lupus, and dental decay). Current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure is in proper place & tubes are fulled block scan - on an unknown date: normal consumer had scans and extensive tests run (including cancer). All tests continue to come back completely normal with no signs of a reason why she is having the symptoms. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events - "nickel allergy, boils, sciatic nerve pain, anxiety, ringing in ears, daily headaches, spotting after sex, spotting in between periods, loss of sexual desire, heartburn, all over body aches /pain if someone hugs her or touches her, extra sensitive breasts, brain fog, mood swings, numbness in fingers and feet, vitamin d deficiency, elevated levels for lupus (as per pfs)/ borderline lupus (as per social media-(B)(4)), heavy bleeding during cycles, bloating, hypersensitivity reaction to nickel, fear that this (essure) could harm her body even more the longer it is in(as per social media- (B)(4)), hypersensitivity , bloating, bladder or bowel pain", reporter, historical condition added from pfs. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident; no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.